Event description:
The facility's technician reported an infusion pump with an 810:11 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure did not occur during patient use or biomed testing. Additional contact information was requested, but not provided.